Manufacturer narrative:
The insulin pump received with intermittent button response and alarmed button error due to corroded keypad traces. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratches on lcd window, cracked battery tube threads and missing end cap sticker.

Event description:
Customer's spouse reported via phone call that the insulin pump alarmed button error and the buttons have an intermittent response. It was stated that it has happened in the past but this time she was unable to deliver a bolus due to the keypad issue. The customer disconnected the device and went for a run and noticed the alarm when getting back to it. Blood glucose value was 109 mg/dl. It was advised to discontinue the use of the device and revert to a back a plan. It was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.